Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: d284drg, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2008; product ID: 5076-52, implantable pacing lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that during the clinic testing, it was noted the right ventricular (rv) lead capture threshold had increased. It was also reported there was far field r-wave (ffrw). The device was reprogrammed and leads remain in use. No patient complications have been reported as a result of this event.